Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a no external power event while tethered to the mobile power unit. Log file analysis noted the backup battery was enabled until power was restored to the mobile power unit. No further information was reported.

Manufacturer narrative:
Manufactures investigation conclusion: the root cause of the reported event could not be conclusively determined through this analysis. The reported event of low voltage alarms associated with a loss of external power was confirmed via the submitted log file. The log file contained approximately 5 days of data (B)(6) 2020 ¿(B)(6) 2020 per the timestamp). The log file captured low voltage hazard and power cable disconnect alarms on (B)(6) 2020 from 21:06:11 to 21:06:13 due to a temporary loss of power while connected to the mobile power unit (mpu). The alarms resolved when power to the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional information regarding the mpu loss of power (including the serial number of the mpu, if the mpu would be returned for evaluation, if the mpu ac power cord has a v-lock connector, and if the cause of the loss of power was determined); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.